Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false downstream occlusion alarm was reproduced. A review of the event history log revealed 'downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification force sensor reading. The force sensor could not be calibrated and requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.